Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated additional products - d4. Additional product: d1: heartware ventricular assist system ¿ driveline boot cover d4: model #: serial or lot#:(B)(6) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿ driveline boot cover d4: model #: 1175 catalog #: 1175/ expiration date: unk / serial or lot#: unk d9: yes h3:no h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during log file review it was noticed that the ventricular assist device (vad) exhibited low flows. Also, the patient was admitted to the hospital to be prep with medication for the driveline repair. During the inspection it was noticed that the driveline sheath was completely gone in 1" section next to the strain relief. Wires were extremely twisted but all insulation appeared intact. The driveline cover was stuck. A large piece of strain relief was removed as it was not supporting the driveline. The wires were untwisted and repaired, also the sheath was repaired and built-up the new strain relief with rescue tape. Driveline cover was removed and a new one was placed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. The driveline boot cover (lot no: r007117) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the pump and driveline boot cover¿s manufacturing documentation confirmed that the associated devices met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. There was no evidence that the associated driveline boot cover had previously been serviced. Log file analysis revealed one hundred and one (101) low flow alarms logged since on (B)(6) 2025. On-site inspection of the driveline cable revealed damage to the strain relief and new damage to the outer sheath, leading to twisted insulated cable wires. Visual inspection of the returned driveline boot cover revealed discoloration around the edges of the boot cover and foreign material within and around the driveline cover. On-site inspection of the driveline boot cover revealed that the device was difficult to move. Of note, the driveline boot cover was cut. Therefore, functional testing of the driveline boot cover could not be performed. Dimensional verification revealed that the driveline cover¿s inner dimension did not pass the go-gage pin gage. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. As a result, the reported event was confirmed. A driveline sheath repair, which also included a new strain relief rebuilt with tape, and a driveline cover removal were performed to mitigate the conditions reported. The most likely root cause of the strain relief damage may be attributed to wear and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA: pr00536773 is further investigating this issue. The most likely root cause of the observed foreign material within the driveline cover can be attributed to the handling of the device. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional product: d1: heartware ventricular assist system ¿ driveline boot cover, d4: lot#: r007117, d9: yes, return date: 07-oct-2025, h3: yes, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the log files did not show any electrical faults. It was also reported that the vad dl was in use for over thirteen years and the vad was off for approximately four seconds during sheath repair and restarted without any issues. It was noted that the patient also tolerated the vad being off well with no issues.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that driveline (dl) sheath damage occurred to a previously repaired area of the dl cable of a ventricular assist device (vad) during normal use. The dl was noted to be twisted. The patient had a medical history of cardiomyopathy. No patient symptoms were reported, and no device malfunction was identified. Hospital staff and the patient were considering treatment options, including possible sheath repair or splice. Servicing was planned to be performed. The dl remains in use. No patient complications have been reported as a result of this event.